Manufacturer narrative:
Siemens healthcare diagnostics identified an issue where the barcode reader in the interface gate of an advia labcell or advia workcell may become misaligned. A misaligned barcode reader located in the interface gate of certain instruments may read a barcode on a tube that is not the tube intended to be aspirated. Under certain rare circumstances, this could lead to a mismatch of patient results. Urgent field correction 10814146 was sent to customers in the united states and urgent field safety notice 10814049 was sent to customers outside the united states in february 2013. The urgent field correction/urgent field safety notice was entitled "potential for barcode reader misalignment on interface gates." Customers were informed of the issue and instructed not to make any adjustments to the interface gates on their system or install new or replacement interface gates. The alignment of all interface gate barcode readers must be confirmed by a siemens customer service engineer. The customer stated that their facility's staff has replaced the interface gate, but the issue had recurred. A siemens customer service engineer (cse) was dispatched to the customer site. The cse confirmed that the issue was due to an incorrect alignment of the barcode reader of the interface gate. All gates have been checked and aligned according to the urgent field safety notice. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Incorrect test results were reported for patient sample (B)(6). The sample was routed for testing on an advia labcell automation system. The results of a different sample ((B)(6)) were applied to sample (B)(6). The discordant results were reported to the physician(s). A corrected report was not issued to the physician(s). It was later confirmed that the results of the two samples were compatible. There are no reports of patient intervention or adverse health consequences due to one patient's test results being applied to another patient.